Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of three submission from the same event. The others are (B)(4). Lot number was not provided so device history record review cannot be performed. The device was not returned for evaluation but remained in the patient therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2016, the patient underwent an achilles repair procedure where the following implants that were included in the bio-composite achilles speed bridge implant system (ar-8928bc-cp, lot:10062496) were implanted: ar-2324bcc (qty:2 lot: unknown, line (B)(4)), ar-2324bcct (qty: 1 lot: unknown, line (B)(4)) and, an ar-2324bcctt (qty: 1 lot: unknown, line (B)(4)). Ten weeks post-op, the patient began experiencing increased pain and blistering at the surgical site, however there are no issues in the healing process. The patient has no known allergies to metals and is pending an appointment for allergy testing. Depending on the results of the allergy testing, the surgeon will remove the four implants. Follow-up investigation: initial reporter, from dermatologist's office, is not aware of any treatments done to address the patient's issue and is unaware if cultures have been taken/sent. Reporter believes that any testing performed by the dermatologist will be the first effort to allergy test. At recent office visit with dermatologist's office patient stated that she is going to have another procedure with ortho, but did not provide a date and stated it would be after the allergy testing took place which has not yet been performed.